Manufacturer narrative:
An on site visit was conducted by the field service engineer on 11/10/2008. Results of evaluation indicate: on initial inspection of machine noted that the light emitting diode (led) on the number one end of stroke (eos) sensor was flickering before coming on solid. The eos lens was cleaned and the led came on solid with no flicker, operating normally. No parts changed or calibrations done. The device functioned within specification.

Event description:
The facility reported a patient death occurred in 2008 during patient therapy on the tina 1000 machine. The patient was in the ICU receiving hemodialysis, when the event occurred. Reportedly, there were no alarms or issues that occurred with the machine. The patient was in critical condition. An on-site visit has been scheduled.